Event description:
The patient had undergone a left renal artery angioplasty and attempted placement of stent at an outpatient facility a few weeks ago. The stent, in an attempt to traverse the lesion came off as it was a balloon expandable stent. The stent then embolized down the patient's leg and enlarged in the tibioperoneal trunk. History and physical notes: "the patient had adifficult course in the interventional suite with difficulty tracking a stent through his abdominal endograft. The stent dislodged off the balloonexpandable stent prior to deployment and embolized into the left tibioperoneal trunk."the patient was admitted from the out-patient interventional radiology suite to the hospital. H&p:"plans were made to do a cut down on the patient and deploy the stent in the peronealartery or retrieve it through left superficial femoral arterial cut down."discharge summary notes:"the patient was admitted to the hospital and then had an operative cutdown and retrieval by angiographic methods of the stent. The patient did well postoperatively. "Again he continues to maintain the left dorsalis pedis pulse, and his foot is neurovascularly intact."